Event description:
It was reported via repair work order that the cot was experiencing intermittent zoom drive due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot was experiencing intermittent zoom drive due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The previous MDR initial report was filed without the PMA/510(k)#. This follow-up MDR is being issued with the PMA/510(k)# included.